Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the motion battery was aging. Replacing the battery resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the motion battery was low. There was no patient present at the time of the issue.